Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email, the customer had reported he was hospitalized about a year ago for low blood glucose. He went to the emergency room. Customer didn't want to be transferred for troubleshooting assistance. A follow up call was made to the customer. He reported emergency medical services since his blood glucose was 40 mg/dl. Customer wasn't sure when he was admitted stated it might have been (B)(6) 2014 or (B)(6) 2015. Customer stated the perceived cause of the low was hypoglycemia unawareness. Customer believed event had to do with diabetes and not a malfunction to the insulin pump. Customer is not returning the device for analysis.